Event description:
A malfunction alarm labeled as malf 12 was reported by the customer. The malfunction did not cause the customer's blood glucose levels to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the issue did not recur, allowing the customer to continue using the pump with instructions to report any future occurrences.